Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015 the reporter contacted animas alleging that on the same day, the patient experienced elevated blood glucose (bg) of 465mg/dl with increased thirst, excess urination, and drowsiness. Reportedly, the patient did not receive any treatment above and beyond the usual routine of diabetes care and management and the patient remained on the pump. Customer technical support reviewed the pump with the patient and found all settings and histories were correct. During troubleshooting, the reporter noted that the pump was not calculating the recommended bolus total correctly. This complaint is being reported based on the allegation that the patient experienced hyperglycemia associated with an alleged bolus calculation issue with the pump.

Manufacturer narrative:
Follow-up #1: date of submission 05/15/2015. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the pump histories indicated that the last basal delivery occurred on (B)(6) 2015 and the last bolus delivery occurred on (B)(6) 2015. A review of the black box indicated that a loss of prime associated with a cartridge change occurred on (B)(6) 2015 at 15:21; deliveries were resumed at 15:51. An ezbg and an ezcarb bolus were manually calculated. The returned pump correctly calculated the same bolus amounts. The pump¿s bolus calculator feature was found to be functioning properly. A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. The pump passed delivery accuracy testing and was found to be delivering within required specifications. The complaint could not be confirmed or duplicated on investigation. Unrelated to the complaint, investigation revealed that the battery compartment was cracked. The returned battery cap was used to complete testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.